Event description:
The customer contact reported a leak. The suction liner was being used to suction unspecified fluids during an unspecified procedure. After an unspecified length of time, it was reported that an unspecified volume of fluid leak from a pinhole of the bag of the suction liner. The suction liner was replaced and suctioning was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. (B)(4). The domestic list number has a common device name of 80gcx and is exempt from 510k. This report represents all the info known by the rptr upon query by hospira personnel.